Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the crack at the distal end adhesive causing a gap could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a crack on the distal end (a gap has occurred) crack on the distal end (a gap has occurred) so the tip was cracked. There was a leak from the insertion tube side and the glue was cracked. The water-tight adhesive area on the rear mouthpiece of the insertion tube was cracked. The bending section cover (a-rubber) glue ¿ leaked at the insertion tube (I/t) side glue and cracked -crack ¿crack of adhesive on a-rubber. The water-tight adhesive area on the rear mouthpiece of the insertion tube was cracked. The plastic distal end body had scratches. The bending section cover had scratches and a tiny pinhole. The image was broken. The insertion tube had snakiness when angulated. The light guide tube had minor scratches and buckled. ¿the resin area became detached due to humidity/ deteriorated due to the cleaning disinfectant and sterilization method (cds method), and the bending area had a sharp angle. The scope connector had scratches and had labeling issues. The control knob play of the right/left direction was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope experienced a crack on the distal end causing a gap. The event was identified during reprocessing. There was no report of patient or user harm associated with the event.